Event description:
A customer contacted baxter to request assistance draining with the homechoice (hc) machine. The home patient (hp) reported he was not sure if he removed all of the fluid in the initial drain cycle. The hp was in dwell 1 when calling. The hp had performed a manual exchange of 2000 ml before therapy. The initial drain alarm is set at 465 ml. In fill 1 on the machine, the hp received 1900 ml. The hp then did a manual drain on the machine of 2800 ml. The home patient reported that therapy is going well and his hc machine is working fine. There was no patient injury or medical intervention associated with this report. The cause of this issue was an insufficient drain due to a false empty detect in the initial drain cycle and the initial drain alarm set too low.

Manufacturer narrative:
(B) (4). The home patient did not wish to return his homechoice machine for evaluation.